Event description:
It was reported that during a procedure at the user facility the bur fell out of the core impaction drill. The procedure was completed successfully without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation the reported event of the bur falling out was duplicated. It was found that the drive shaft was worn and corroded, which was the probable cause of the reported bur falling out.